Event description:
It was reported that a patient had an anchor that came loose and she had a knot on her back ¿to where she could barely sit back.¿ it was noted that the patient was unsure when this started. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 355024, lot# n331866, implanted: 2012 (B)(6); product type accessory product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID neu_unknown, serial# unknown; product type unknown. (B)(4).